Event description:
It was initially reported that the zimmer air dermatome ii handpiece was being returned due to excessive vibration. Further eval revealed bubbling/blistering of the width plate, rendering the device non-repairable.

Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 05/15/2013 and was previously returned for repair on 03/10/2014 as a loaner return. The reported event was not reproduced during testing as the device operated as intended. Further eval revealed bubbling/blistering of the width plate, rendering the device non-repairable. The cause of the reported issue could not be determined as it was not reproduced during testing. The device has not been returned to the customer.